Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Event description:
Additional information received indicates that there was a message of excessive bluetooth telemetry used message. Bluetooth telemetry was restored with reinterrogation.